Event description:
It was reported by a foreign facility that a patient was thought to have a cerebral infarction and was recommended for further medical treatment. Further diagnostic imaging procedures determined that the findings from the CT scan were false-positive in nature.